Manufacturer narrative:
Date of event is estimated. Primary unique device identification (UDI) number: the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported ineffective stimulation with the system auto-reducing. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein high impedances were found on both leads so leads were removed and replaced to address the issue.